Manufacturer narrative:
Investigation of this event is in-process. A follow up report will be filed when additional information becomes available.

Manufacturer narrative:
A steris service technician went on-site and found the reported water leak had been repaired by user facility maintenance personnel. The technician inspected all water supply hoses and connections and found they were properly secured; no leakage noted. The technician replaced the hoses and connections at the user facility's request, tested the unit and returned it to service.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Event description:
The user facility reported that the system 1e processor was leaking water on the floor in the room where the unit is located and through the ceiling into the room below. No injuries were reported.